Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller in doing so. No recurrence of the malfunction code was reported after the reset, and the customer continued to use the pump. Caller was advised to call back if the malfunction code recurs and acknowledged this advice.